Manufacturer narrative:
The subject device was returned to omsc for evaluation. The device evaluation confirmed breaking of the elevator wire at the distal end and disconnection of a pin which connected the wire to the forceps elevator. It was also confirmed the total length of the elevator wire remained and there was no missing part in the wire. Based on the analysis of the fracture surface, the forceps elevator wire possibly broke caused due to a fatigue by repeated manipulating. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity.

Event description:
Olympus medical systems corp. (Omsc) was informed that the forceps elevator wire broke during an unspecified procedure using the subject device, and the procedure was aborted, rescheduled and carried out later. There was no patient injury reported associated with the event.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".